Event description:
It is reported that during the course of drilling the pilot hole, the sleeve around the drill broke off the drill leaving the drill lodged in the glenoid. Remaining drill segment was removed without incident using the appropriate drill shaft.

Manufacturer narrative:
Evaluation summary: excessive bending loads may have been placed on the drill during the drilling operation via attached straight driver. The exact cause cannot be definitively determined. As returned, the weld fractures within the cannulated drill stop, rendering it nonfunctional as the two pieces separated. The instrument appears to be manufactured to specification and the device history record is conforming. The device had a potential field age of approximately 4 months at the time of fracture.